Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 0.6 mmol/l and 6.0 mmol/l, 0.7 mmol/l and 4.3 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reported, leak where tubing connects to a harder plastic area, above the pump, either at the upper fitment or at a y-site. There was no pt harm. No additional info was available.